Event description:
Doctor reports right side inflation.

Manufacturer narrative:
Medwatch sent to FDA on: 01/27/2009. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."